Manufacturer narrative:
The customer stated that there was no harm to the operator. The customer has been provided with a new ups. Siemens has requested the old ups to be returned for investigation. The cause of this event is unknown.

Event description:
The customer reported seeing smoke coming from their uninterrupted power supply (ups). There was no report of injury due to this event.

Manufacturer narrative:
The ups was shipped to the siemens supplier and the investigation has been completed. Based on the investigation and tests performed, the root cause of the incident was do to an aging capacitor and a defective battery. The battery has exceeded its life cycle.